Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-op diagnosis (revision surgery): chronic wound dehiscence, non-union, broken hardware procedure: posterior cervical fusion from occiput to c2. It was reported that on an unknown date, post-op, rod broke. Patient underwent revision surgery for replacement of broken hardware as well as for treatment of non-union and wound dehiscence. Broken rod was replaced.

Manufacturer narrative:
Additional info: product analysis: visual review confirms rod breakage. Damage and smearing noted on fracture surfaces. Optical examination did not identify immediately adjacent pre-existing surface defects that could contribute to crack propagation of fracture. Fracture surface examination of the fractured pin diameter identified ratchet marks on one side near one location of crack origination, with progressive striations or beach marks emanating on opposite sides of the fracture through the cross section of the rods until subsequent mechanical failure near the center line of the pin. Dimensional inspection confirms conformance to print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implants. The above observations are consistent with failure due to cyclic fatigue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.